Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2015, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by abdominal pain. The patient was hospitalized for the peritonitis event. The cause of the peritonitis event was unknown. The patient was treated with unspecified antibiotics (dose, route, and frequency not reported) for the event. At the time of this report, the patient had not recovered from the peritonitis event. Hospitalization and dianeal therapy were ongoing. No additional information is available.